Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a 6f guidezilla 2 guide extension catheter. The device was bloody. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed the collar was partially separated and damage to the tip/shaft (dented) for 12mm. Inspection of the rest of the device found no other damage or defect. The reported crossing difficulty could not be confirmed as clinical circumstances could not be replicated. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11may2021. It was reported that the device could not cross the lesion. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the lesion due to the target lesion characteristics. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed the collar was partially separated.